Event description:
It is reported that the lens was explanted as patient was unhappy with the results. Lens was replaced with a lens of a higher diopter.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.